Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were worn out and loose. It was determined that worn out and loose bearings created a situation where it was difficult to insert the cutter because the bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. It was determined that vibration was caused by worn out bearings . The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had cutter drag and excessive vibration. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.